Event description:
The roche field application specialist reported, the customer failed one external proficiency survey sample for lactate. Reported survey sample result 3.3 mmol per l. Acceptable survey range is 1.8 to 2.7 mmol per l. Same survey sample was repeated on (B)(6)2009 giving 2.1 mmol per l. User verified there have been no patient samples effected by this event therefore, no actions taken and no resulting treatment. If additional information is received, appropriate notification will be provided.